Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024 and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on april 30, 2024.

Manufacturer narrative:
Correction: the correct date of awareness for explant is (B)(6) 2024 (date explant was confirmed to have taken place), not (B)(6) 2024 as previously reported. This report is submitted on may 29, 2024.

Event description:
Per the clinic, the patient experienced no sound with the device. The implanted device remains.

Manufacturer narrative:
This report is submitted on january 30, 2024.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on july 23, 2024.